Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
It was reported that the pt lost his hearing due to craniofacial bone fractures sustained in an automobile accident. Prior to surgery, a CT scan and x-ray confirmed the integrity of the cochlea. Reportedly, the pt has no behavioral response to sound and no neural response telemetry responses have been obtained. The results of an integrity test done in 2007, were consistent with normal receiver/stimulator function. Ten days later, the pt's surgeon reported that he would explant the device and reimplant the pt with a new device.